Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The product was returned for evaluation. Visually confirmed extender flange is broken on one side. The location and nature of the breakage is consistent to the inner sleeve damage. The two components appear to have been overloaded simultaneously. The above observations are consistent with bend stress overload.

Event description:
It was reported that the patient underwent a posterior minimally invasive surgery. It was reported that the outer sleeve cracked during surgery requiring that the surgery go to an open procedure. No additional patient complications were reported.